Manufacturer narrative:
On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event. The fse replaced the driver board, verified the temperatures and alignments. The customer ran daily and controls successfully. The aia-360 was functioning as intended and the errors cleared. No further action required by field service. The most probable cause of the reported event was the driver board (dvr). Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2015, a customer reported receiving error message 3015 (constant wash temp)with the aia-360 analyzer. The customer performed re-boot, however, this did not help. The customer is unable to run e2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of e2 patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.